Manufacturer narrative:
Follow-up #1: date of submission: 08/25/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/05/2016 with the following findings: during investigation, the pump powered on with auditory and vibration but the screen was blank. The black box and histories were unavailable for review. The original complaint was unable to be adequately investigated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and reported that call service alarm had been emitted by the pump more often than expected by the user. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.